Event description:
It was reported that the device was discovered to have missing components. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4). Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and the anterior of the post feature has fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.